Event description:
It was reported in the article entitled "efficacy and safety of same-day procedure involving transvenous lead extraction and leadless pacemaker implantation for cardiac implantable electronic device-related infections" that an event of inadequate capture and infection was observed. The leadless pacemaker was explanted. No further information was available.